Event description:
Event: explant. Case details: the patient was implanted with an ancure bifurcated graft in 2002 and discharged with a known type I superior endoleak. Four months later, the patient presented to the emergency room, reported as symptomatic for endoleak. An angiogram conformed that the endoleak was still present. The patient was converted to a standard open repair and the graft was explanted.